Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Power cycling resolved the grab and go issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report that universal surgical manipulator (usm) 2 felt loose and would fall to the side whenever it was adjusted, draped, or docked, as if the brakes were not engaging, and that the surgeon also perceived the usm arm as loose during use. The customer also indicated that there was a power issue before starting the procedure. The tse could not find any related errors in the logs. The customer confirmed that usm 2 led indicators were solid blue. The customer power cycled the system, which resolved the grab-and-go issue. The procedure was completing as planned with no reported injury.